Event description:
During a regular f/u, the physician observed on the autothreshold curve that the ventricular threshold had been measured at 5v since (B)(6), 2001. However, it was measured at 0.5v during the same f/u. The physician requested an explanation.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.